Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) patient had higher than normal amplitude p-waves and noise seen on both the shock and rate/sense channel of this transvenous right ventricular (rv) lead. The noise was not being sensed by the device. The boston scientific crm technical services department suggested that the physician may want to perform a revision procedure to investigate the issue. Oversensing was later reported.

Manufacturer narrative:
According to the available information, this ICD and rv lead remain implanted and in service. No adverse patient effects have been reported in association with these observations. A request has been made to the field for additional information in which it was reported that this issue will continued to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted for normal battery depletion. A new device was successfully implanted. No adverse patient effects were reported.